Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe could not cut, had loud noise during vitrectomy surgery. The surgery was completed on same day, but completion details were unknown. There was no impact to the patient.